Manufacturer narrative:
Continued e1 -- phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "fluid coming out of breast."

Event description:
Healthcare professional reported "rupture and fluid coming out of breast." Healthcare professional later reported via MRI " implant with usual morphology and regular contours, presenting foci with sparse fluid-like signal intensity, suggestive of intracapsular rupture." Affected side is left. The device remains implanted.

Event description:
Device has been explanted.